Event description:
Explanted device system returned to MFR for analysis with report of "rotor stall". Report included pt did not want the pump and catheter any longer due to having 2 catheter revisions and now the pump has a rotor stall. The rotor study was in 2001 showing pump had stalled but explant delayed for 2 months due to vacation schedules of pt and physician. Follow up with hcp revealed pt had a post operative recovery period which was "slower than expected". One week postop, 7cc serosanguinous fluid tapped from posterior incision and pocket - sent to lab for gram and c&s. Wound culture taken in 2001 revealed "rare s. Aureus". Pt afebrile, though complained of "nite sweats". Sweats were "likely mild detox symptoms". At last visit, wound healing, no swelling or erythema with minimum tenderness. Antibiotics discontinued.